Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma.

Event description:
Patient reported side seroma, capsular contracture baker grade iii and nodule. This relates to the left side. Device has been explanted and replaced.

Event description:
Patient reported side seroma, capsular contracture baker grade iii and nodule (non-device related). This relates to the left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ lump/nodule-ndr: unable to confirm as it is a medical event not related to the device ¿ seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ white particles observed in the surface of the shell. ¿ wear abrasion observed in the surface. ¿ deformation observed in the device. No further actions are required as the device was implanted additional, changed, and/or corrected data: b5, b6, d9, h3, h6.